Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming. X-ray confirmed lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned.